Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that, as an action taken to resolve the por issue, a new program was selected with the result that the device was functioning well now. The por issue was reported as resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was at a hospital and had surgery yesterday (unrelated to the implanted device/therapy) and had turned the ins off. When they turned it back on, a power-on-reset (por) screen was seen. No symptoms were reported in the event. The patient was redirected to their healthcare professional (hcp). There were no further complications reported or anticipated.